Event description:
It was reported that the asymptomatic patient arrived in the clinic with a substantial increase in both ventricular capture threshold and ventricular pacing lead impedance. No noise or inappropriate sensing were evident with manipulation of the device during isometric testing. The lead remains in service and the physician will continue to monitor the patient for further issues.

Manufacturer narrative:
No medwatch form was received.